Event description:
The hcp reported a volume discrepancy at refill. The actual reservoir volume was 10 ml; the expected reservoir volume was 4.4 ml. The programmer showed no alarm and no audible alarm was noted. No pt symptoms were reported. A follow-up report will be sent if additional information becomes available.